Event description:
Customer reported that anti-jka was not detected in cell #1 when performing testing with capture-r ready-screen (crrs) on the galileo for two patient samples. The samples did react with the other jk(a+) cells on crrs.

Manufacturer narrative:
Confirmed the presence of the jka antigen on retention capture-r ready-screen, lot k130. The customer did not return product or sample for investigation testing.